Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient was going to have an MRI because her device was ¿not working.¿ it was noted that the therapy was not working and they wanted an MRI to see if stimulation was going through and if there was scar tissue, blood, or nerve damage. The patient did not feel stimulation on all places she was supposed to. Therapy worked immediately after the patient was implanted and then stopped working. The patient did not know when it stopped working. It was hard to tell when it stopped working because the first week the patient was in so much pain form the implant surgery. It was noted 2 weeks ago, the manufacturer representative (rep) tested the patient¿s system at an appointment and it showed she was ¿not receiving¿ it. The patient had a follow up appointment with the health care provider (hcp) tomorrow. 2014-07-10 crts update: no additional information reported.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 97754, serial# (B)(4), product type: recharger; product ID 355024, lot# n356387, implanted: (B)(6) 2014, product type: accessory; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a290, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).